Manufacturer narrative:
The hospital team did not forward the product for analysis, as it was discarded. The placement of the impella in a patient with known peripheral disease is mentioned within the contraindications of the impella IFU. The presence of "severe peripheral arterial disease" is noted in the IFU, and this patient did have known peripheral disease, which could have contributed to the limb ischemia observed after the placement of the impella pump in the femoral artery. As the product was not returned however the root cause of the ischemia and the associated hypotension and diaphoresis can not be determined. The failure mode will be monitored and trended.

Event description:
The patient with a known history of drug abuse, peripheral vascular disease, and cardiac comorbidities was transferred to the tertiary medical center for care escalation. The team decided to place an impella cp for support during a high risk coronary artery intervention. The 14fr introducer was placed in the left femoral artery. When the team placed the impella through the introducer the patient condition deteriorated. The patient's limb became ischemic. The patient further became hypotensive and diaphoretic. Due to these reasons, the impella pump was removed. The team closed the femoral access and sent the patient to surgery.